Event description:
Procedure was performed on the left sfa. A wire was advanced into the left tibeo-peroneal. A 6x100x135cm pta was used in proximal popliteal and distal sfa. Wire advanced into posterior tibial. A 3x150x135 evercross for tibial pta would not advance beyond the proximal sfa. Wire exchanged and used for tibial intervention. The pta was removed-a 7x150x120 everflex stent prepped and advanced over .018 wire. Stent met much resistance just proximal to hunters canal. Wire exchanged and parked in tpt. Again, stent was attempted to be advanced with little movement. The physician decided to unsheath the 7x150 everflex. Once 15mm was out and with great effort to unsheath, the stent handle broke. Stent and sheath were removed. A 2-7x120 se stents deployed post dilation. No adverse events or patient injury reported.